Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. The time of elective replacement indicator (eri) in save to disk was (B)(6) 2013, with a voltage of less than or equal to 2.55 volts on the device. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) earlier than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.